Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: it was noted that the distal connector was missing, a needle hole in the needle chamber and a clear liquid inside the valve as well as a tear/cut in the silicone housing over the cam mechanism. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested. Only leaked from the needle hole in the needle chamber. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 70mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: a scratch mark was noted in the valve casing, the cam mechanism was damaged, biological debris was found on the cam mechanism, on the ruby ball, on the seat of the ruby ball, and base plate. Review of the history device records confirmed the valve product code 82-3162, with lot cphckg, conformed to the specifications when released to stock on the 15th august 2013. The root cause of the cut in the silicone housing is probably due to a sharp or pointed object coming in to contact with the silicone housing, however this cannot be determined. As noted in the IFU silicone has a low tear/cut resistance. The root cause(s) of the imprint mark and damaged cam mechanism is due to the valve receiving some form of impact. The root cause of the programming problem is probable due to the valve receiving a form of impact, as well as biological debris on the cam mechanism, on the ruby ball, on the seat of the ruby ball, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was removed since the setting pressure could not be changed after implantation. Further information would be provided as soon as (B)(4) receive it from the facility.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.